Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized in the ICU with sepsis from candida parapsilosis. The patient originally developed a bacterial sternal wound infection 2 months prior to this admission and a peripherally inserted central catheter (PICC) line was inserted to deliver long term antibiotics. The patient's sepsis was thought to be related to the PICC line. The patient was treated with IV anti-fungal medication but continued to grow candida in the blood. A decision was made to explant all lvad hardware as the clinicians believed that the infection had seeded into the pump. The lvad was explanted on (B)(6) 2015 and the patient tolerated the procedure well. It was originally planned for the patient to be supported on ECMO upon lvad explant, however, the patient was reportedly doing well on IV inotropic support. The patient continued to get IV antifungal treatment and is currently pending re-insertion of a new lvad if clinically stable in the next few weeks.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. No device-related issues were identified through the evaluation of the returned pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.